Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Products: 5076-52 implantable pacing lead implanted: 2007 (B)(6). (B)(4). Evaluation summary: analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the right ventricular (rv) lead had an unstable increase in pacing impedance. Review of performance data indicated varying and high impedances along with increased sensing integrity counts (sic). A conductor fracture was suspected; however, a connection issue could not be ruled out. The rv lead remains in use. It was further reported that during the revision procedure, the rv lead had normal values when tested with the analyzer. Since the device was nearing recommended replacement time (rrt) and a connection problem was suspected, the device was explanted and replaced. No patient complications have been reported as a result of this event.